Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was placed on a 24 hour holter monitor. Strips obtained from the monitor indicated possible right ventricular (rv) lead oversensing and non-capture as there was no evidence of pacing spikes. The lead appeared to be oversensing the p waves and the r wave value had diminished. A subsequent device interrogation indicated normal function, therefore, no intervention was required and the rv lead remains in use. No patient complications have been reported as a result of this event.